Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a follow-up, the lead exhibited low sensing and increased capture threshold. The lead was explanted and replaced. The patient was in good condition following the procedure.